Event description:
It was reported that the patient's remote monitoring application became disconnected via bluetooth (ble) from the device. Technical support was contacted, remote troubleshooting was unsuccessful, and an in-clinic follow-up was recommended. No intervention has been performed at this time. The patient was stable with no consequences.